Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the header of the brio ipg has fluid inside of it and lead diagnostics revealed one high impedance the patient lost therapy due to this issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg with another manufacturer's device. Date of implant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04812. Follow up information identified a pocket adaptor was used and it was removed inter-operatively. It was determined there was a break in the extension. The entire system was replaced by a competitor's system. The manufacturer is unable to obtain device information.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04812.